Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly and that the insulin gauge was inaccurate. A replacement pump was sent to resolve the issue. Customer¿s blood glucose level was 67 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged the unexpected reset issue was verified, but the insulin gauge issue could not be verified.